Manufacturer narrative:
Follow-up #1: date of submission 18-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events on the date of the complaint. The pump intermittently powered up with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. The pump powered up with a test battery cap. The test battery cap was unable to fully tighten. The battery compartment was cracked in the thread area. The battery compartment threads were damaged. No evidence of moisture contamination was found inside the battery compartment. A 24 hour basal program was run with a test battery cap and no reboots, power losses or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components. The intermittent power condition was due to the battery cap/compartment damage. The battery cap was unable to tighten to a test pump. The battery cap threads were damaged. The battery cap measured within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment and cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.